Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) case description: batch number of novopen 4: not available. Investigational result: name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: -investigational result updated. -imdrf codes were updated. -relevant fields updated in EU/ca device tab. -narrative updated accordingly. Final manufacturer's comment: 15-mar-2023: the suspected device novopen 4 has not been returned to novo nordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. However, the device was stored in refrigerator, if it was using without bringing to room temperature, it can affect the functionality of device. It could be due to blocked needle, as the pen injected insulin normally after she added a new needle. Patient's underlying medical condition of diabetes mellitus and product handling error are confounding factor for the development of hyperglycaemia. H3 continued: evaluation summary: name: novopen 4, batch number: unknown: no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.

Event description:
Hyperglycemia as her bgl is 500 mg/dl [hyperglycaemia]. Problem with her np4 as it does not inject insulin [device failure]. Adjusting the dose counter on 60 u, without needle the counter stopped on 53, the pen did not inject the adjusted dose (4u), the dose counter stopped at 1 [device mechanical issue]. This pen was preserved in refrigerator [product storage error]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia as her bgl is 500 mg/dl(hyperglycemia)" with an unspecified onset date, "problem with her np4 as it does not inject insulin(device failure)" with an unspecified onset date, "adjusting the dose counter on 60 u, without needle the counter stopped on 53, the pen did not inject the adjusted dose (4u), the dose counter stopped at 1(device mechanical jam)" with an unspecified onset date, "this pen was preserved in refrigerator(product storage error temperature too low)" with an unspecified onset date, and concerned a female patient (age not reported) who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus". Patient height, weight and bmi not reported. Current condition: diabetes mellitus(type and duration not reported). On an unknown date, patient's suffered from hyperglycemia as her blood glucose level was 500 mg/d due to technical complaint in her pen. It was reported that the patient faces a problem with her novopen4 as it does not inject insulin(novonordisk notspecified product) and this pen was preserved in refrigerator. Pen training was offered, after warm the pen, the mechanical part and the piston rod moved normally by adjusting the dose counter to 60 u and press the dose button. The reporter mentioned that the piston rod comes out from the mechanical parts alone she was informed that it was designed to move freely according to gravity. By adding a new penfill and making sure that the piston rod head touch the penfill rubber, the dose counter was adjusted on 60 u and pressed the dose button without needle, the counter stopped on 53 then she was asked to return the dose counter back to zero. After adding a new needle, the pen did not inject the adjusted dose (4u), the dose counter stopped at 1 and did not returned back to zero. The reporter said that the pen injected insulin normally after she added a new needle. Batch numbers: novopen 4: not reported. The outcome for the event "hyperglycemia as her bgl is 500 mg/dl(hyperglycemia)" was not reported. The outcome for the event "problem with her np4 as it does not inject insulin(device failure)" was not reported. The outcome for the event "adjusting the dose counter on 60 u, without needle the counter stopped on 53, the pen did not inject the adjusted dose (4u), the dose counter stopped at 1(device mechanical jam)" was not reported. The outcome for the event "this pen was preserved in refrigerator(product storage error temperature too low)" was not reported. No further information was available.